Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection confirmed that the defect was a consequence of assembling the instrument incorrectly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. It was determined that the instrument was misassembled causing the observed condition. The product analysis established a relationship between a device failure and the reported incident of interlock premature. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement and process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the instrument was partially applied with eleven remaining clips. No visual abnormalities were observed with the instrument. Pmv performed functional testing; the trigger was pulled to load a clip, the clips were jammed and not loading properly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after the first firing with the clip applier, the trigger was not retracted and stopped. The surgeon was not able to squeeze the handle when the issue occurred. Because of this, changed to a new clip applier.